Manufacturer narrative:
(B)(4). The device was not returned and the lot number was unknown; therefore, a device analysis could not be completed. However, a supply bag becoming disconnected is a known cause of air being introduced into the set up. Should additional relevant information become available, a follow-up report will be submitted.

Event description:
It was reported that a system error (se) 2240 alarm (air in line) occurred on a homechoice (hc) device during dwell three of five. The home patient (hp) was connected at the time of the alarm. Troubleshooting revealed that a supply bag fell and disconnected. A technical service representative (tsr) reviewed proper procedures with the hp. The hp planned on forgoing therapy for the rest of the night. There was no patient injury or medical intervention indicated at the time of the report. No additional information is available.

Manufacturer narrative:
(B)(4). An alarm indicative of a potential malfunction of the disposable cassette was identified. Should additional relevant information become available, a supplemental report will be submitted.